Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a detached downstream occlusion seal. The issue was discovered during testing. There was no patient involvement.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Confirmed customer complaint of dso (downstream occlusion) seal delaminating through visual inspection. Replaced dso seal. Upon further investigation, found battery compartment corrosion and uso (upstream occlusion) seal contaminated through visual inspection. Replaced battery compartment. Replaced uso seal. Performed dso/uso calibration. Validated repair through dso/uso sensor test. Performed pvt (performance verification testing), unit passed all testing criteria. Software updated. Unit reset to standard configuration. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.